Event description:
It was reported the pump screen went blank unexpectedly and the led was not blinking. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level. During troubleshooting it was discovered the customer accidently put pump into storage mode.